Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, in postoperative follow-up visit surgeon observed opacification of the iol of the right eye. Additional information has been requested.

Manufacturer narrative:
These four photos show an eye with a brown iris, a nondilated pupil, and a posterior chamber intraocular lens (iol) under moderately broad slit-lamp illumination. The top images appear to be the same photograph, while the bottom photos also seem to be identical to each other. In the top photos, direct illumination reveals multiple, discrete, minute opacities on or just beneath the anterior surface of the iol. While these opacities are visible within the pupil, assessing their extent beyond it is challenging due to the dark iris background and reduced visibility outside the illuminated area. The same opacities are also visible in the bottom images under retro illumination. The exact location of these findings - whether on or immediately behind the anterior iol surface - cannot be definitively determined from these two-dimensional images. Additionally, further assessment beyond this review is needed to accurately identify these findings. The manufacturer internal reference number is:(B)(4).